Event description:
It was reported that (1) tx30b, 512x was used during a lap chole procedure. It was reported by the rep that the surgeon used an expired trocar and it may have shattered inside the pt. It is unknown how the case was completed. There was extended or time by thirty minutes.